Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer also reported insulin was squirting out of their insulin pump. The customer's blood glucose was unknown. Customer was able to resolve their air bubbles with a reservoir change. The customer also reported a hospitalization that was not diabetes-related. No additional information provided.